Event description:
It was reported that a 64-year-old male underwent a revision surgery in (B)(6) 2025. He initially had surgery in (B)(6) 2022. The patient had developed a scar-related sepsis 3 to even 4 weeks postoperatively, with redness along the intradermal suture suggestive of inflammation. A few months ago, a geode appeared on the metacarpal, accompanied by pain, possibly related to a cam effect. The surgeon decided to take him back to revision surgery and replaced the stem, cup and neck. He confirmed the presence of staphylococcus epidermidis in the samples taken during the procedure.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history record review, medical imaging, complaint history review, surgeon assessment), it appears that the failure is primarily related to patient-specific factors rather than a device malfunction. The bacteriological results identified staphylococcus epidermidis, confirming the presence of an infection. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.